Manufacturer narrative:
(B)(4). A visual examination of the returned guidewire revealed that it was separated into two pieces. The silver core wire appeared broken approximately midway along its length, allowing both ends of the green coating to unravel, confirming the complaint. The complaint is consistent with the returned device that the coating was peeled. Based on all gathered information, the complaint investigation conclusion code selected is handling damage, which indicates that the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the guidewire was frayed and was ratty when it came out. Reportedly, the guidewire was already damaged prior to insertion into the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.